Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 83693un19 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. However, the cal f rlu for lot 83693un19 is not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 83693un19. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 83693un19.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive architect stat troponin-I results on one patient. Results provided: sid (B)(6): (B)(6) 2019 = 0.697 ng/ml, 4 subsequent draws were all reported as <0.01 ng/ml (sid: (B)(6)). Customer's reference ranges: (</=0.03 ng/ml = neg); (0.04-0.29 ng/ml indeterminant); (>/=0.3 ng/ml = diagnostic cutoff suggestive of mi). No impact to patient management was reported.